Manufacturer narrative:
Additional information: on 1/15/2020, mentor became aware that the patient also experienced capsular contracture on the left side. The patient underwent device replacement with 325cc mentor memorygel breast implants on (B)(6) 2019. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 08/16/2019, the mentor failure analysis lab received the device for evaluation. On 08/23/2019, the product investigation was completed. Device evaluation summary: during evaluation of the sample some creases were observed on anterior view and one of them extending to posterior aspect, leak testing revealed a tear within crease noted on anterior aspect measuring approximately 1 cm. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: saline mentor smooth round moderate profile 525cc, catalog # 3501685, serial # (B)(4), lot # 5853787. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent a breast augmentation revision with a saline mentor smooth round moderate profile 525cc breast implant and experienced deflation on the left side post-operational. The deflation was confirmed by the physician upon physical examination. As a result, the patient underwent device removal on (B)(6)2019.